Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The engineering analysis of the returned device stated the following: the control catheter, mandrel, and occluder were returned to gore for analysis. The clinician reported resistance while forming the left disc. The delivery catheter was not returned and the occluder was detached from the delivery system, therefore, the resistance could not be investigated. The clinician reported that the mandrel kinked. The returned mandrel was not kinked. It is unknown what the clinician observed to determine that a kink occurred. The retrieval cord did not break. The right atrial eyelet elongated and the cord detached from the occluder. It is unk why the right atrial eyelet elongated. However, it is possible that the occluder caught on the delivery catheter during retrieval. The delivery catheter was not returned to gore, so this could not be investigated. A fracture of wire occurred on the left atrial eyelet. The location of the fracture caused the lock loop to be detached from the remained of the occluder. The piece of wire that fractured off (i.e. The lock loop) was not returned to gore. It is likely that the lock loop became caught (described as "hooked" by the clinician) on the femoral vein and continued pulling led to the fracture. The lock loop is the part of the occluder most likely to become caught on tissue because it protrudes away from the occluder.

Event description:
It was reported that the physician was implanting a gore helex septal occluder to close a pfo (patent foramen ovale). While forming the left disc, the physician felt resistance and then noted that the mandrel had kinked. The device was partially retrieved when the retrieval cord detached. The physician was unable to snare the device from the right side, so a snare was used from the contralateral side to grab the occluder. As the occluder was pulled over the bifurcation, it became hooked onto the femoral vein. A cut down was performed on the patient's left groin to remove the occluder. The patient was doing well following the procedure. In 2009, the physician implanted a 30mm gore helex septal occluder.